Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. The plunger was pulled and there were no sutures retrieved. The wire was reinserted and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the device to be partially deployed. All of the device components were returned for evaluation. 3 cm of the rail end of the suture was loose with the knot unraveled. The lever and foot operated normally and the coating present on the sheath was undamaged. The guide wire passed the patency test and its exit port was normal and marked correctly. The blow through mark was not present at the posterior end of the foot. The marker tube was normal and the device was marked. No needle strike marks were detected at the posterior foot. The anterior cuff was captured and attached to the needle tip. The link was intact and the posterior cuff was out of the foot pocket. The posterior cuff tabs were intact indicating that a cuff miss occurred. Based on these findings, the reported experience is confirmed. The probable root causes for a cuff miss are needle deflection during plunger deployment by either interaction with patient's anatomy or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. During testing, the original plunger was re-inserted into the device and the needle trajectory, depth and mandrel travel were acceptable. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.